Event description:
During follow up with a home patient, baxter corporate product surveillance (cps) learned that a cassette started leaking something on the floor when it was changed out as part of troubleshooting for an alarm. The home patient did not notice any damage to the cassette. There was patient involvement, but no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, precluding further device investigation. The reported issue was not confirmed. The assignable cause was undetermined. A batch review was not performed as the lot number was unknown.